Event description:
The customer did not provide a reason for the return of the alarm. There was no patient incident or injury. There was a note on the returned product which reads "green light and sound malfunction". Inspection shows that the alarm has intermittent power.

Manufacturer narrative:
(B)(4) (sound malfunction; green light malfunction). Results: evaluation of the returned product found that the unit has intermittent power. There is damage by the power switch of the alarm unit. (B)(4).